Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation external burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the reader and reader was observed to be damaged due to use related issue. Returned reader screen was cracked, missing power button and half de-cased. Reader did not power on with button press, usb cable or strip insertion. Burnt usb port on reader was observed. Visual inspection was performed on the charging cable and burnt mark in the usb was observed. Visual inspection was performed on the power adapter and no issues were observed. A load tester was performed to test the returned power adapter. Voltage was measured within specification range. Power adapter passed the test. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable, and adapter was reviewed and the dhrs showed the libre reader, cable, and adapter met specifications prior to release to distribution. A visual inspection was performed on the returned device using a digital microscope. The usb port of the usb/charging cable was observed to be damaged rather than burnt. The returned reader was observed to have a broken screen and a broken lcd (liquid crystal display) ribbon cable caused by external damage. Glucose data readings would not give any indication of smoke, explosion, or fire occurring. Due to the broken lcd ribbon cable, the reader was unable to be turned on. A damaged/torn lcd cable was not repairable thus further testing to ensure proper functionality of the returned reader was unable to be conducted. Therefore, this issue is unable to test. Section h4 (device mfg date) was updated based on returned product download. This also serves as a correction report. Section h4 (device mfg date) was incorrectly submitted in the previous report. Correction has been made. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product has been returned and is currenlty undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation external burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.